Event description:
It was reported that a new user experienced hyperglycemia after a breakfast that contained more carbohydrates and sugar than anticipated while using the ilet bionic pancreas; the event was managed through meal announcement review, identification of an incorrect meal size entry, and troubleshooting and education, with consideration for a potential supply change if glucose did not trend down. Symptoms included confusion and a sensation of being top-heavy. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no assistance required. Investigation included a review of meal announcements and user education regarding appropriate meal sizing and response to high glucose alerts. Investigation of this case revealed that the hyperglycemia was associated with an incorrect meal size selection rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors associated with meal announcement and carbohydrate estimation were the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.